Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that on (B)(6) 2011 at 6:57am, she woke up with symptoms she usually associates with low blood glucose: "sweating, with slurred words, and blurred vision" the patient stated that the alleged inaccuracy began the day before on (B)(6) 2011 when the subject meter gave readings that were higher than expected. The patient advised that her typical readings in the evening are "120mg/dl" to "160mg/dl" and the meter gave a reading of "193mg/dl" and she used that reading for her diabetes management. On (B)(6) 2011 upon waking, the patient allegedly obtained a high blood glucose reading of "106mg/dl" with the subject meter. She then compared this result with her feelings/symptoms of low blood glucose. The patient reported that she manages her diabetes with an insulin pump. The patient claimed that immediate assistance was received by a family member in providing treatment of oral glucose (unknown amount) for the product issue and she reported that she felt better after the treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting (mg/dl). The patient did not have control solution so a control solution test was not performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k073231. The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 08/22/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.